Event description:
The customer reported the cuff of the patient's tracheostomy tube would not stay inflated due to a leak in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded.